Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use on a patient. The root cause was determined to be leakages between flow sensor and the patient. In consequence the ventilator was put in standby mode and returned to the operating mode. There was no patient or user harm.

Event description:
Information from salesperson (B)(6), I have been told that a patient on aprv should be sucked. Suctioning tool is activated, but after connection of pt. Again, the ventilator does not start. Since spo2 has dropped to 91, the nurse puts the ventilator on standby, restarts it and the problem disappears. It cannot be reproduced. It should have happened at. About 1:00 p.m. (B)(6) 2021, I try to get patient information, as well as info about the time of the incident.